Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected) product problem(s): "no information" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 07/19/2010 and 08/09/2010 by phone, fax, and mail. Medical records were received on 08/04/2010. A completed questionnaire has not been received. (B)(4).